Manufacturer narrative:
Results: the ruby coil embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact with the coil. The outer diameter (od) of the embolization coil was measured and found to be within specification. Since the ruby coil was detached, functional testing could not be performed. Conclusions: evaluation of the returned device revealed that the ruby coil¿s embolization coil was detached from its pusher assembly and the pusher assembly was not returned for evaluation. The root cause of the embolization coil being detached from its pusher assembly could not be determined. Further evaluation revealed that the od of the embolization coil was measured and found to be within specification the root cause of the resistance mentioned in the complaint could not be determined. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal arteriovenous fistula (avf) using ruby coils. During the procedure, the physician encountered resistance while advancing a ruby coil through the px slim delivery microcatheter (px slim). Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same px slim. There was no report of an adverse effect to the patient.